Event description:
It started when I got my pacemaker in (B)(6) 2013 it would move; they moved it so they said but it still moved around at times. I would have to pull it up so I could put my arm down without pain. Then my arm started going to sleep and pain run from seemed like my heart to the tips of my fingers and up my neck, but I quit saying anything. The doctor that put it in said he never had a patient to complain as much as I do then in (B)(6) of 2024 it started jerking my arm and chest then it would stop but as it went on it got worse it got to where it would jerk my arm and chest so hard it hurt. They finally replaced it in (B)(6) 2024, but the damage is done. I have a knot right at the underarm so when I raise my arm it hurts and my still goes to sleep on me and I'm left-handed so that doesn't help. I still feel pain from that place up my neck. I still have my old boston scientific card I asked if I could keep the pacemaker, and they said yes but after surgery they said they was sorry, but it was thrown away.